Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. . Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure experienced a slight rectal wall infiltration. No patient complications were reported as a result of this event. The patient is asymptomatic. Upon review of the magnetic resonance imaging (MRI) images, it was determined that the hydrogel was primarily pushing against the rectal wall, rather than being embedded within it. However, there was a possibility that a small area of the anterior rectal wall was above the hydrogel, while the majority of the rectal wall remained intact beneath it. The patient's radiation treatment will be completed as planned.